Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified internal carotid artery. A 4.5mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. Upon inflation, it was noted that the balloon ruptured, and a leak of contrast medium was confirmed. The procedure was completed with another of the same device. No complications were reported.